Event description:
The recipient reportedly experienced a skin infection. The recipient's device was explanted.

Manufacturer narrative:
The recipient's infection was reportedly at the implant site. The recipient presented with skin flap break down. The recipient initially underwent flap surgery and was placed on IV antibiotics. The issue was temporarily resolved, however, 2 months later the recipient presented with skin flap break down and the decision was made to explant the device. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.